Event description:
On 04/06/2026, it was reported that dr. (B)(6). Stated an anchor broke off of a silent nite device. A remake was requested with more retention and less blockout on lower. Additional information received reported that the event occurred on 03/31/2026. When the 79 year old, female patient woke up, she noticed that the button had broken off. The patient had no injury or adverse outcome and no medical intervention was required. The patient stopped using the device when it broke.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).